Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was provided available for evaluation. The reported issue was not confirmed. The probable cause could not be determined as the reported allegation was not found. No additional event or patient information is available.